Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedance trends have ranged from 90 ohms to the now out of range values of 127 ohms. At this time, the system remains in service and the patient is being monitored. No adverse patient effects were reported. It was reported that this ICD and rv lead exhibited continued high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced, and the device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedance trends have ranged from 90 ohms to the now out of range values of 127 ohms. At this time, the system remains in service and the patient is being monitored. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedance trends have ranged from 90 ohms to the now out of range values of 127 ohms. At this time, the system remains in service and the patient is being monitored. No adverse patient effects were reported. It was reported that this ICD and rv lead exhibited continued high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced, and the device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.